Manufacturer narrative:
Bayer case number: (B)(4). Bleeding for 1 year, [genital bleeding]. Shoulder tendinitis [shoulder tendinitis]. Joint pain [joint pain]. Fatigue [fatigue]. Uterine pain [uterine pain]. A disrupted life [impaired quality of life]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-dec-2024. The most recent information was received on 10-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding for 1 year,") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2023 she experienced genital haemorrhage (seriousness criterion medically important), rotator cuff syndrome ("shoulder tendinitis"), arthralgia ("joint pain"), fatigue ("fatigue"), uterine pain ("uterine pain") and impaired quality of life ("a disrupted life"). At the time of the report, the impaired quality of life had not resolved. The outcomes for genital haemorrhage, rotator cuff syndrome, arthralgia, fatigue and uterine pain were unknown. No causality assessment was received for essure with regard to rotator cuff syndrome, arthralgia, fatigue, genital haemorrhage, uterine pain or impaired quality of life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-dec-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Bleeding for 1 year, [genital bleeding] shoulder tendinitis [shoulder tendinitis] joint pain [joint pain] fatigue [fatigue] uterine pain [uterine pain] a disrupted life [impaired quality of life]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding for 1 year,") in a 51-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2023 she experienced genital haemorrhage (seriousness criterion medically important), rotator cuff syndrome ("shoulder tendinitis"), arthralgia ("joint pain"), fatigue ("fatigue"), uterine pain ("uterine pain") and impaired quality of life ("a disrupted life"). At the time of the report, the impaired quality of life had not resolved. The outcomes for genital haemorrhage, rotator cuff syndrome, arthralgia, fatigue and uterine pain were unknown. No causality assessment was received for essure with regard to rotator cuff syndrome, arthralgia, fatigue, genital haemorrhage, uterine pain or impaired quality of life. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.